Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations, because the reported phenomenon was resolved over the phone by the field service engineer. Omsc reviewed the device history record (DHR) of the subject device and confirmed that it was returned to logistics, however there was no failure on the subject device from the inspection result and it was judged there was no relation to the reported phenomenon. Based upon the information from olympus europa se & co. Kg (oekg), that this phenomenon was attributed to the failure of the system settings.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the endoscopic image blacked out intermittently. The user facility completed the intended procedure with the subject device. The user stated that there was a problem about the system settings. There was no report of patient injury associated with the event.